Event description:
A surgeon reports performing a lens exchange due to the patient's complaint of vision not being clear at distance and near. The patient is happier following the lens exchange. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.